Event description:
Edwards received notification that a patient with a 23mm edwards valve implanted in an unknown position underwent a valve-in-valve procedure after an unknown implant duration for unknown reason. A 23mm transcatheter valve was implanted within the pre-existing surgical device with excellent result.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: initially, it was reported that a patient with a 23mm edwards valve implanted in an unknown position underwent a valve-in-valve procedure after an unknown implant duration for unknown reason. However, through investigation it was learned that this patient with a valve model 3300tfx23 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately 10 years due to degeneration leading to stenosis and regurgitation. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants greater than ten years with no allegation by the physician of premature failure will not be reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that a patient with a 23mm edwards magna ease valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately ten (10) years due to degeneration leading to stenosis and severe aortic regurgitation. The patient presented with heart failure symptoms nhya IV. A non-edwards transcatheter valve was attempted to be implanted within the pre-existing edwards surgical device with no success. As reported, the non-edwards device was incorrectly placed, which caused severe regurgitation. A 23mm edwards transcatheter valve was finally implanted with excellent result seven days after the first attempt. The patient was noted as to be discharged at home 3 days after the second procedure with excellent outcome.